Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during basal. Customer does not recall any significant events leading to the error. Customer's blood glucose was 358 mg/dl and indicated that it was high for her. Troubleshooting was done for no delivery but customer indicated that she would try and treat herself and if any problems arise, she will call back.